Manufacturer narrative:
Upon further investigation, the reported issue was found during device testing and outside of clinical use. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 6/2/2021. Customer phone number: (B)(6).

Event description:
The customer reported o2 low pressure error. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on patient.